Event description:
The customer reported that during reprocessing, the air valve of the subject device was leaking. There was no patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling off. This report is being submitted for the malfunction found by service during the evaluation of the device (coating peeling off).

Manufacturer narrative:
During inspection and testing, service found the coating on the insertion section was peeling off due to deterioration. In addition, service confirmed the air valve was leaking due to a crack in the venting connector, confirming the customer's initial report. Water ingress was observed to the light guide lens and a light guide bundle was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress/ chemical stress. This presumptive root cause was based upon the following: ·physical stress. -insertion section interfered with and was rubbed against mouthpiece. -device was used for procedure while insertion tube was not smoothly passed through endotracheal tube. ·chemical stress. -non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to insertion section. -device was reprocessed by using detergent solution which was not recommended by olympus. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.